Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed the displacement test, self test and a21 alarm test. No unexpected a21 alarm anomalies noted. No unexpected rerouting anomalies noted. Device received with broken belt clip slot, broken battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump received unexpected restart and a cold reset was performed alarm as well as button error alarm. The customer¿s blood glucose was unknown. Customer reported that they were unable to clear the alarm. Customer stated hits the escape button and rerouting to up button. Troubleshooting was performed. Customer stated that time was wrong. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.